Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for two weeks, the customer would have to press the wake button several times before the screen illuminate. Customer then reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 60 (mg/dl) that was addressed by consuming carbohydrates. Reportedly, customer will continue to use the pump for insulin therapy.